Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that the device had moving parts that did not move smoothly-trigger, was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the small battery drive device was not moving smoothly and the speed of the device could not be controlled by the strength of pushing the trigger. It was noted that the device failed visual inspection due to fading color on the control unit. It was further determined that the device failed pretest for general condition fail, check for sticky triggers and check function of device. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the device speed remained constant and could not be adjusted/controlled. It was reported that the surgical procedure was completed successfully without surgical delay. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.